Manufacturer narrative:
The device was returned for investigation. A visual inspection and functional test were performed. The device had a scratched screen. The reported failure was replicated; the device powered up to a double beep. The root cause of the event can be attributed to the downstream sensor. The downstream sensor will be replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device continuously double beeps. No patient injury was reported.